Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the modeswitch resistance was too low on the compact air drive device. It was determined that the soft switch was defective and leaking. It was further determined that the device failed pretest for check for air leak and check function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date device returned to manufacturer was documented as january 24, 2018 in the initial report. This has been corrected to november 24th, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.